Manufacturer narrative:
The investigation of high purge pressure (hpp) has been completed. The impella device was received for investigation. Data log review showed purge pressure trend up over 5 minutes while flows decreased before triggering hpp alarm. After hpp was triggered, abnormal purge ticks were noted and no motor current (mc) spike was seen. The pump was returned and inspected. No biomaterial was found on the impeller blades nor in the purge line. The pump was run for 15 minutes and the hpp was unable to be recreated. The cause of the high purge pressure was unable to be determined due to inconclusive evidence per log review and issue did not reproduce with return product.

Event description:
The user facility reported the patient had an impella cp implant and during support, there was a high purge pressure alarm. The purge solution was changed to bicarb and support continued with the alarms continuing. The patient's procedure was complete and the pump was explanted. Patient survived.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: the instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and.